Event description:
It was reported that this right atrial (ra) lead exhibited intermittent atrial fibrillation (af) undersensing, which is leading to premature atrial tachy response (atr) events. Technical services (ts) explained the patient has intrinsic conduction larger in amplitude, so biv pace went down. The device is capturing. Ts recommended adjusting sensitivity. No adverse patient effects were reported.